Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states they received low reservoir alarm. The customer states the pump shuts off. The customer was unable to troubleshoot at the time of call and states they would call back at a later time.